Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm occurring on (B)(6) 2023 was confirmed via the log file. The provided log file contained data spanning approximately 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed throughout the data. The onset of this alarm was unable to be viewed within the event and periodic data. No other notable events were observed. The system controller (serial number (B)(6) ) was not returned for analysis, and per additional information, the controller was not retained after it was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup battery in the primary system controller produced a backup battery fault alarm on 25aug2023. The controller was exchanged after the second backup battery fault alarm.